Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed, and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The caregiver indicated event occurred in april. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device, initially due to no result once the blood sample was applied. As a result, the customer experienced dizziness and could not stand and was provided 1 gram of glucagon by an hcp for treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.